Event description:
It is reported that during kit inspection it was noted that a ball bearing was missing from the shim.

Manufacturer narrative:
This report will be amended when our investigation is complete.